Event description:
A perforation has occurred. It was reported that the patient had fluid buildup on the right side of their chest. It was reported that versacross connect access solution laac was selected for a left atrial appendage (laa) closure procedure. The procedure was completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient was reported to have fluid on the right side of the chest. The physician placed a chest tube to drain the fluid from the patient. The physician suspected the possible cause to be from intubation or initial access. The patient recovered from this event and is doing well. The patient was discharged from the hospital six (6) days post procedure. There were no other complications that were reported to have occurred. Procedure was completed with original device. Product return is not expected. It was further reported that no versacross device was inside the patient body when the issue was noted nor any malfunction for the versacross device was noted. The physician was not sure if any access solutions (transseptal products) contributed to the patient complications. The patient was patient hemodynamically stable throughout the procedure. No issues with transseptal puncture. The patient was hospitalized beyond standard care of time and was discharged on (B)(6) 2026. Product was discarded since complication occurred post procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation has occurred. It was reported that the patient had fluid buildup on the right side of their chest. It was reported that versacross connect access solution laac was selected for a left atrial appendage (laa) closure procedure. The procedure was completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient was reported to have fluid on the right side of the chest. The physician placed a chest tube to drain the fluid from the patient. The physician suspected the possible cause to be from intubation or initial access. The patient recovered from this event and is doing well. The patient was discharged from the hospital six (6) days post procedure. There were no other complications that were reported to have occurred. Procedure was completed with original device. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A perforation has occurred. It was reported that the patient had fluid buildup on the right side of their chest. It was reported that versacross connect access solution laac was selected for a left atrial appendage (laa) closure procedure. The procedure was completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient was reported to have fluid on the right side of the chest. The physician placed a chest tube to drain the fluid from the patient. The physician suspected the possible cause to be from intubation or initial access. The patient recovered from this event and is doing well. The patient was discharged from the hospital six (6) days post procedure. There were no other complications that were reported to have occurred. Procedure was completed with original device. Product return is not expected. It was further reported that no versacross device was inside the patient body when the issue was noted nor any malfunction for the versacross device was noted. The physician was not sure if any access solutions (transseptal products) contributed to the patient complications. The patient was patient hemodynamically stable throughout the procedure. No issues with transseptal puncture. The patient was hospitalized beyond standard care of time and was discharged on (B)(6) 2026. Product was discarded since complication occurred post procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pleural effusion and cardiac trauma were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pleural effusion and cardiac trauma were a known inherent risk of the versacross connect laac access solution device. The event is anticipated in nature as per the IFU for the versacross connect laac access solution device as reported to bsc.